Manufacturer narrative:
Correction to g2 to add the foreign country germany. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 11 years since the subject device has been manufactured. Based on the results of the investigation, the cause of the event was a faulty cable unit. The cable unit failed due to being twisted. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported loose contact, cable break on the device. The issue found during an unknown event. Device return evaluation found image, visual field suddenly lost due to faulty cable. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus, (B)(4). Device evaluation found customer error description could be confirmed. Inspection found no image due to faulty cable. Cable overstressed, kinked and broken. Interference streaks in the picture to the point of picture failure when moving the cable. Housing parts and knobs were worn out. Coupling piece worn out. Based on device evaluation findings, service repair noted failure assumed to be wear and tear damage caused with increasing use/time. Investigation is ongoing. This report will be supplemented accordingly following investigation.